Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor was replaced during the svc call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system would intermittently not fluoro and had a white image. No pt injury was reported.